Manufacturer narrative:
A ge rep evaluated the system and adjusted the maximum output dosage. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported the maximum dosage in hlf is high, reading 21.5 r/min. No pt injury reported.